Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal technique and loaded cold insulin into the cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 70 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.